Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated from the y-site. This was observed when the packaging was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the first y-site clearlink in the downstream part. During examination of the tubing, it was observed that there was a lack of solvent applied (solvent was not applied uniformly on the tubing). The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.